Event description:
Hosp was preparing the pt for dialysis. Pt received "about 10 seconds of renalin", had a seizure and a respiratory incident. Pt was being admitted overnight for observation, but was fine now.